Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient experienced green drainage from the stoma. Upon evaluation, it had a small granuloma. It was treated with clavulanic amoxicillin for a week every 8 hours. The patient was instructed to clean the stoma with serum and chlorhexidine and cover with amplex border. On (B)(6) 2024, it was reported that the granuloma shrunk in size.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.